Event description:
The reusable tibial tray impactor tip broke at the point where the tip connects to the impactor handle. An alternate tibial impactor tip and impactor handle were used to complete the surgery. There was no adverse impact to the pt.

Manufacturer narrative:
The tibial tray impactor tip broke at the point where the tip connects to the impactor handle. An alternate tibial impactor tip and impactor handle were used to complete the surgery. There was no adverse impact to the pt. Review of inspection records for the affected lot indicate that the device was manufactured to specification.